Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, during advancement of a 120 cm. Outback elite cto catheter over the iliac bifurcation to the superficial femoral artery (sfa) target lesion, the needle punctured through the catheter shaft. The outback needle was not deployed. There was no reported patient injury. The product will not be returned for inspection.

Manufacturer narrative:
As reported, during advancement of a 120 cm. Outback elite cto catheter over the iliac bifurcation to the superficial femoral artery (sfa) target lesion, the needle punctured through the catheter shaft. The outback needle was not deployed. There was no reported patient injury. Additional information received indicated that there was reported difficulty advancing the outback over the iliac bifurcation. There was no reported patient injury as a result of the reported product issue. The approach for the procedure was an up and over. It was not known if the product was stored properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the IFU with no problems noted during preparation. Another product was used unsuccessfully in an attempt to complete the procedure. The procedure was not able to be completed successfully. The target lesion was a superficial femoral artery (sfa) that was a chronic total occlusion (cto). No additional information including target lesion information is available.   The product was not returned for analysis. Review of lot 17246320 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.   Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. The product IFU instructs the user to always visualize tracking of the catheter tip over the aorto-iliac bifurcation. It furthers recommends that if strong resistance is felt during catheter manipulation/delivery, determine the cause of the resistance before proceeding further. Excessive rotation, bending or kinking of the outback catheter may affect its¿ performance. The IFU instructs the user to withdraw the catheter if it becomes excessively kinked. Tracking the outback through an acute vessel angle, such as the aorto-iliac bifurcation, may contribute to the reported events. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.